Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that connection between the patient connector and mobile programmer application was lost during an ablation procedure. It was noted that manual shock therapy could not be delivered from the cardiac resynchronization therapy defibrillator (crt-d) while the patient was in ventricular fibrillation/ventricular tachycardia due to the loss of connection. Troubleshooting steps were taken to include replacing the connector with an alternate connector. The patient remained in tachycardia for the duration while the connection issue was being addressed. Following troubleshooting, connection was restored and the patient was brought out of arrhythmia. It was further reported that external defibrillation threshold (dft) testing was unsuccessful due to patient anatomy. No further patient complications have been reported as a result of this event.